Manufacturer narrative:
Result : inverter/charger board.

Event description:
It was reported by service report that the bed would lunge forward and never go in reverse. No patient involvement or adverse consequences are reported.